Event description:
Boston scientific received information that the health care provider (hcp) wanted to know about a right ventricular automatic threshold (rvat) event on the logbook. Boston scientific technical services (ts) stated that this was a result from the last successful rvat ambulatory test. The hcp discussed the manual rv threshold measurement results to the ts which were not considered normal. Also, intrinsic amplitude has decreased from 12 mv at implant to 3 mv, which may be indicative of a lead dislodgment which the hcp seemed to agree. The patient was evaluated for lead dislodgment and may be scheduled for revision. Attempts to obtain additional information were requested. This lead still remains implanted. No adverse patient effects were reported. Additional information received from the field representative stating that the patient had a lead micro dislodgment and is scheduled for lead revision today. Right ventricular threshold increased from below 1 at implant to 4 volts. Patient was 2% paced with no evidence of atrio-ventricular disease, but an indication of sick sinus syndrome (sss). And there was an intrinsic conduction following loss of capture (loc). Additional information received from field representative stating that the lead revision was cancelled. Additional information received from field representative stating that the physician decided to cancel the revision procedure since patient's diagnosis was sick sinus syndrome (sss) and has <1% ventricular pacing with threshold measurements stable at 3.5 v.

Manufacturer narrative:
Additional information has been requested. Should further information become available, this report will be updated.